Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: patient¿s blood glucose (bg) readings have been elevated for the past several weeks. He was put on a temporary basal rate 2 weeks ago per diabetes educator, bg readings came back to target, then on (B)(6) 2013, his bg went up to 400 mg/dl, and he patient felt sick to his stomach, had large ketones, and abdominal pain. Father delivered an injection, changed out site/set/cartridge, bg slowly lowered and by end of day back to target, feeling better and negative ketones. Reporter states there were missing boluses in the history, unable to provide exact instances, she contacted his educator and was told to contact animas due to elevated bg levels and missing history. Patient was taken to an urgent care facility and blood work was done to rule out an infection: everything was fine. Bg was 179 mg/dl this morning. Patient bolused with breakfast using ezcarb, bg was in the lower 200 mg/dl range before lunch (bg is not showing up in meter history and bolus is not showing up in pump bolus history), states just before 2:00pm today her son was feeling weak, increased thirst and dizzy. He went to school nurse and his bg was found to be 600 mg/dl (not showing up in meter history). School nurse reports delivering bolus using meter, history shows bolus was delivered via pump. Mom states she went to pick her son up and bg was 379 mg/dl. Bg is 270 mg/dl at time of call with symptoms of increased thirst, and dizziness remaining, bg at end of this call down to 205 mg/dl, no longer with symptoms and ketones are negative. Customer support (cs) advised reporter to have patient come off the pump due to history inconsistencies, and get on alternate form of insulin delivery until replacement pump arrives. This complaint is being reported because the patient experienced hyperglycemia allegedly related to inconsistencies in the pump history.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/19/2014 with the following findings: no defect was found. Unable to duplicate reported complaint during testing. The last basal delivery and the last bolus were recorded in pump history on 10/31/2013. The tdd¿s add up appropriately; showing the pump was delivering accurately until the last date used. No alarms related to the complaint noted in the alarm history; only typical usage observed. Pump successfully passed a delivery accuracy test. Pump found to be operating within required specifications and delivering accurately. No alarms occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.